Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: outer sheath and inner pin dislodged from cinchlock ss hand piece after deploying anchor. Anchor held, but pin and outer sheath came off handle. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. Additional information confirmed no pieces were left in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. Additional information confirmed no pieces were left in the joint.